Event description:
It was reported the patient had impedances greater than 10,000 ohms on all contacts. It was reported they suspected a lead fracture. There was no planned system modification but they had turned therapy off for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 355531, lot# n322329, implanted: 2012, product type: screening device. Product ID: 3550-39, lot# n249956, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-29, lot# n318756, implanted: (B)(6) 2012, product type: accessory. (B)(4).